Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, pacing inhibition and pacing impedance measurements less than 200 ohms on the atrial channel. This atrial lead was removed from service during the elective procedure to replace the associated device. Visual inspection of the lead revealed the lead was broken. No additional adverse patient effects were reported.